Manufacturer narrative:
Please note: device (lot# 41203132) is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the dessert clinical trial: the index lesion was revascularized for restenosis. The indication for the procedure was unstable angina class ii. The restenosis was treated with a 3.5x23mm cypher sirolimus-eluting coronary stent.